Event description:
A nurse reported that during a cataract extraction procedure, the surgeon experienced vacuum issues during the phacoemulsification mode. The system was switched out to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not indicate any related system messages. A review of complaints for the last 24 months did indicate 3 additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).